Event description:
It was reported that the customer's pump screen was dark and would not turn on, despite various troubleshooting steps. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on several troubleshooting steps, but when these were unsuccessful, they arranged to replace the pump. Customer declined troubleshooting with tandem technical support and declined to provide further information.